Event description:
It was reported that during a right ventricular revision, notes indicated that the atrial lead had been capped since 2014, due to dislodgement and loss of capture, at that time the device was reprogrammed from ddd mode to vvi. Under fluoroscopy (B)(6) 2015 it was noted that a microdislodgement had occurred and there was no slack on the lead. The physician added slack and the lead captured and sensed normally. The device was reprogrammed and patient did not experience any symptoms.

Manufacturer narrative:
(B)(4).